Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The physician stated that the rupture was caused by the non-medtronic bav balloon and was the root cause of the patient¿s death.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, in a calcified native annulus, a transesophageal echocardiogram (tee) and fluoroscopy showed the valve frame had not fully expanded. Moderate paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed to expand the valve with a 24 mm non-medtronic balloon and the pvl was reduced to mild. A tee following the bav showed pericardial fluid. A thoracotomy was performed and revealed an annular rupture had occurred. Repair of the annulus was not possible due to the amount of calcification present and subsequently the patient expired during the procedure. The physician stated that the rupture was caused by the non-medtronic bav balloon and was the root cause of the patient's death.

Manufacturer narrative:
Review of the angiographic films showed severe aortic calcification. With the delivery catheter system (dcs) across the native anatomy and partial deployment, there did not appear to be annular contact. The valve position was good in regards to the depth of implant. At 80% deployment the leaflets were functioning and at this point, the depth was approximately 7 mm on the non coronary side and 9 mm on the left side. Further review shows under expansion of the frame. At full release, there is trace paravalvular leak (pvl). Left ventricular angiogram did not show any perforation and all contrast appeared to be ejected in a few beats due to good wall motion. There were no films that document the perforation/rupture or of a balloon angioplasty being performed. Potential factors that can influence the presence paravalvular leak include calcification levels in the native vessel, valve positioning and compliance of the aorta and native vessels. In this case per the angiographic review, the most likely cause of the pvl is due to both positioning and patient anatomy as it was both reported and noted in the angiographic review that the valve was under expanded and the patient¿s anatomy was severely calcified. The physician chose to use a non-medtronic balloon which was not visualized on the reviewed angiographic records. The patient death was ascertained to be unrelated to the valve or its function and related to the non-medtronic balloon. Without an autopsy or further information medtronic is unable to determine a root cause. Evolutr IFU states that ¿in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices."

Manufacturer narrative:
Corrected information: sex.